Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia on (B)(6) 2016. It was reported that recharging was taking too long. After repositioning the antenna and adjusting the dial, the patient saw the reposition antenna screen on the implantable neurostimulator recharger. There was also poor coupling. An antenna locate session did not resolve these issues. It was noted that the patient can readily feel the implantable neurostimulator; however it appears to move around even when she is recharging. These issues had been occurring since the first time that she recharged in (B)(6) of 2016. The patient has an appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.